Event description:
After being treated with gore excluder aaa endoprostheses for a ruptured abdominal aortic aneurysm on (B)(6), 2006, and again on (B)(6), 2008, the patient continued to experience aneurysm enlargement due to a possible type ii endoleak. On (B)(6), 2012, the devices were explanted and replaced with a surgical graft. The patient tolerated the procedure well.

Manufacturer narrative:
The manufacturing records review verified that the lots met all pre-release specifications. Additional devices: (B)(4).